Event description:
It was reported that the lead was removed due to noise, which led to inappropriate therapy. It was noted that the lead lost pace/sense capability. At explant, the suture sleeve was observed to be tied down on the proximal coil.

Manufacturer narrative:
No medwatch form was received.